Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 107 mg/dl (system 1) and 226 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.